Event description:
It was reported by service report that the fowler is stuck upright and it cannot be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.